Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she had blood glucose excursion between 43 mg/dl to 600 mg/dl. When she awoke on the morning of (B)(6) 2013, her blood glucose reading was 600 mg/dl. She took 13.3 units of insulin via the subject pump and waited one hour but her blood glucose did not subside and was still at 600 mg/dl. The patient proceeded to take another 25 units via syringe. Her blood glucose reading subsided to 479 mg/dl within one hour. Two hours later when she went out to eat, her blood glucose reading was 43 mg/dl. She was having slurred speech. Subsequently, the patient took 4 glucose tablets and drank oj, bringing her blood glucose to 138 mg/dl. At the time of the call to animas, her blood glucose was at 96 mg/dl and she did not have any symptoms. Troubleshooting revealed there was no product issue related to the reported event. The basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had unexplained elevated blood glucose above 500 mg/dl while on insulin pump therapy.